Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported poor blood flow from the marker lumen was not confirmed. Failure to achieve hemostasis could not be replicated in a testing environment as it was based on operational circumstances. Reportedly, after poor blood flow at the marker lumen was observed, the device was deployed and the sutures placed. It should be noted that the perclose proglide instructions for use (IFU) states: do not use the perclose proglide device if the marker lumen is not patent. In this case, the IFU deviation would not have contributed to the reported difficulty. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). Failure to follow steps/instructions. Although poor blood flow was noted, the user continued with suture deployment. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a right common femoral artery was attempted using a proglide device with a 6f sheath after a diagnostic procedure. Prior to use, flushing of the proglide marker lumen was performed successfully. Reportedly, the artery was too deep. Poor blood flow at the marker lumen was observed and hemostasis was not achieved after suture placement. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.